Event description:
Allegedly, tip of t-handle broke off.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The user facility advises there was no delay in surgery, nor serious injury to pt; therefore, no medwatch 3500 will be submitted.